Event description:
It was reported that the screen on quick bolus button was not working. Customer experienced high blood glucose levels.

Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received a supplemental form will be completed.